Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the access sheath caused abrasion the patient's ureter. They completed the case with this device by placing the stent. It was also noted, that the physician was not clamping the inner and outer sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device revealed that there were no issues found with the dilator and the sheath. Both of the devices are free from obvious kinks or bends. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indications. The directions for use (dfu) indicates "once positioned, gently withdraw the dilator by grasping the luer and the tab, while maintaining sheath position. Do not advance the sheath without the dilator in place.", and as per event description "the technician felt that there is no issue with the device, he also felt that the physician was not clamping the inner and outer layer of the sheath.". In this case, it was reported that the physician was not holding the sheath, which could have generated the event reported, since the dfu indicates that the sheath position should be maintained. This is potential for patient injury, as this may cause urethral, bladder, or ureteral perforation/avulsion or other injury to the urinary tract. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the access sheath caused abrasion the patient's ureter. They completed the case with this device by placing the stent. It was also noted, that the physician was not clamping the inner and outer sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the access sheath caused abrasion the patient's ureter. They completed the case with this device by placing the stent. It was also noted, that the physician was not clamping the inner and outer sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the returned device revealed that there were no issues found with the dilator and the sheath. Both of the devices are free from obvious kinks or bends. The complaint incidents of "urethral, bladder, or ureteral perforation/avulsion and other injury to the urinary tract" have been identified as anticipated procedural complications and they are noted within the adverse events section of the directions for use ((B)(4), dfu, mb, navigator hd, bsc, aa), based on this information the most probable cause of (patient complications) is anticipated procedural complication since the complaint is due to known physiological effects of the procedure noted within the directions for use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.